Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that there is no hexagon hole in the implant. The surgeon completed the surgery with another implant of the same size.